Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and replace any affected parts. After replacing the breakout box and umbilical, the imaging system was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue, specifically that the breakout panel had male pin 12 snapped off in the umbilical connector port. Reported issue was confirmed to be caused by an electrical /mechanical failure. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the medtronic imaging system's breakout panel has stripped pins at the connection with the umbilical. There was no patient present when this issue was identified.